Event description:
A site registered nurse (rn) reported that, while in a cranial biopsy procedure, touch-n-go registration was inaccurate by 180 degrees. The patient was re-registered using touch-n-go, all 10 fiducials were touched, issue was not resolved. Performed a successful tracer registration, however, deemed to be 1 centimeter inaccurate, and 5 millimeters inaccurate at the second tracer registration. The surgeon opted to continue the procedure and completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative confirmed that the patient involved in this incident was the same patient previously reported in MDR 1723170-2015-00022 regarding a separate issue. A rn from the site reported that the surgeon opted to complete the biopsy without navigation using the passive biopsy needle. The rn did not believe a larger incision was made on the patient. She did not have any insight regarding the patient outcome but stated that she was not notified of any negative impact to the patient.

Manufacturer narrative:
(B)(4). Software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. On (B)(6) 2015, a medtronic representative, following-up at the site, reported observing a subsequent procedure with the same surgeon and the same nurse; there were no issues. No further issues have been reported.